Manufacturer narrative:
Device lot number, or serial number, unavailable. Device has not been returned to manufacturer. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the spine clamp was broken. This issue was noted outside of a procedure, and there was no patient involvement.